Event description:
It was reported (1) mcm20 was used during a thyroidectomy. It was reported by the rep the first firing of the device was reported to be difficult and a "crunching" sound was heard. Several clips were placed with continued resistance and noise. Another unit was used to complete the case. There was no consequence to the pt.